Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Multiple attempts were made to request information regarding resolution of the reported problem. No resolution was provided, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the pins on the battery pca were bent. There was no patient involvement.